Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ICD was explanted due to code 1003. A new ICD was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The field representative noted that another message displayed showing limited device functionality due to battery capacity depleted which had been triggered less than three months earlier. Boston scientific technical services (ts) discussed that the code 1003 likely triggered prior to the battery capacity depleted and recommended device replacement. The patient went into another clinic four days later and the device was unable to be interrogated. The clinic noted that when the ICD was interrogated one year earlier there was three years battery life remaining. A replacement procedure was scheduled. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.